Event description:
After an implantation period of approx. 61 months, it was observed that the device delivered multiple shocks due to a lead fracture. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 21cm distal to the is1 connector pin the insulation was found abraded through, which is assumed to be the root cause of the observed oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as a fractured conductor cable leading to the ring electrode (11cm proximal to the lead tip), most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.